Event description:
The pt family member contacted lifescan alleging that pt's one touch ultra meter had missing segments in the display. The medical affairs specialist spoke with the pt the next day. The pt stated that segment had been minsing from the reported meter display for 1 or 2 weeks. The pt continued to take their usual oral diabetes medication of 2 pills each morning and evening: they did not provide the medication name. They attempted to test with the meter in the morning and could not read the result. In the evening they were feeling woozy,nauseated, and had back pain. Their family member took their to the ER. A result of 350 mg/dl was obtained on the ER device. They were given their usual oral medication and scheduled to receive physical therapy for their back. The pt continued to take their diabetes medication was ordered. They received their usual evening dose of medication at the hosp and was not given any other treatment. Based on the information provided, the pt did not experience injury or medical intervention due to the meter. The meter was replaced.